Event description:
Reportedly the infusors were each set up with dopamine and dobutamine for a chf home pt. The diluent was d5w. The pt reported that the infusion was finished after 4.5 hours but should have continued for 6 hours. There was no reported adverse event due to this early completion of the infusion.